Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B) (6) 2010, pt reported he has been "pumping all day," but his blood glucose has been 595 mg/dl. Pt stated he attempted to bolus 9 units of insulin prior to the call and received an a8 (bolus cancelled) alert followed by an e4 (occlusion) error. Pt reported he has been bolusing through his infusion device as a correction. Pt's target blood glucose range is under 200 mg/dl. Pt reported infusion set was changed on (B) (6) 2010. Pt stated insulin cartridge was changed 3 weeks ago and he typically changes cartridge one time per month. Pt reported infusion adapter has never been changed. Discussed risk of using cartridge this long. Pt reported he noticed tiny air bubbles at the base of the cartridge. Pt stated prior to (B) (6) 2010, he was on injection therapy. Pt is not at home and is unable to troubleshoot. Reviewed causes of e4 (occlusions). Advised all accessories need to be changed. On call back from pt on (B) (6) 2010, pt requested assistance with changing his insulin cartridge. Assisted pt with changing the cartridge and infusion set; pt had an issue with a large air bubble in the cartridge. Pt reported his blood glucose was still elevated to 590 mg/dl this morning. On follow up call to pt on (B) (6) 2010, pt reported his blood glucose has returned within his target range; requested assistance to adjust his basal rate to help regulate his blood glucose levels. Advised pt on how to change the basal rate; stated he would do this on his own time after numerous unsuccessful attempts. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.